Event description:
Customer stated that capsule failed to attach to esophagus but capsule was released from the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.